Manufacturer narrative:
Concomitant medical products: the same event was reported for 2 ins's. Information regarding the 2nd ins is: product ID: 97702, serial#: (B)(4), product type: implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding an implantable neurostimulator (ins). It was reported that both ins's were wet inside the package, inside the plastic, where it said the model number and the rep did not want to use them. No symptoms/patient involvement was reported. No further complications were reported/anticipated.

Manufacturer narrative:
Continuation of concomitant products: product ID 97702, serial# (B)(4), product type: implantable neurostimulator. Analysis of the ins (B)(4) found that the ins packaging was damaged. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID: 97702, serial# (B)(4), product type: implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.